Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on 07/06/2016 to claim intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. It was reported that a pediatric patient was using an adult receiver. The dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Describe event or problem - correction to remove statement: it was reported that a pediatric patient was using an adult receiver. The dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. (B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of an intermittent audio output was confirmed. The root cause was determined to be a defective speaker.